Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify crease smooth in the posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth in the posterior side due to a fold flaw opening.

Event description:
Patient reported a right side deflation. Device was explanted.